Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. (B)(4). Concomitant medical products: unk shell lot#unk item#unk, unk stem lot#unk item#unk, unk head item#unk lot#unk. The reported event could not be confirmed based on limited information received. No device or photos were received; therefore the condition of the device is unknown. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Patient age/dob: ni, patient weight: ni, date of event: ni, date of implant: ni, date of explant: ni.

Event description:
It was reported that 10 days post-implantation, the constraining ring disassociated from the acetabular liner. No further information has been provided.